Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 4 mg/ml at 4.1 mg/day via an implanted pump for non-malignant pain. The event/difficulty occurred on (B)(6) 2019 during normal use. It was reported the patient was admitted to the hospital with a brain bleed/surgery. The rep received a call from the intensive care unit (ICU) to lower her pump 50%. After reading the pump, the patient¿s pump was past the refill date. It was noted the hospital would not refill her pump and the managing physician, offered to get emergency privileges for a refill and was denied. It was noted the rep made it very clear on multiple occasions the patients pump was almost empty and there was a chance there could be little to no drug being delivered. The hospital provider wanted it turned down and or off. The alarms of the pump were requested to be silenced and they opted to place the pump in minimum rate seeing it was empty. The patient was unresponsive during my interaction as a result of their brain bleed. There was nobody at the hospital who would refill the pump. It was further reported the patient had a brain bleed/surgery that was not related to the device. The pump was placed in minimum rate and no actions/interventions were taken to resolve the issue. It was unknown if the issue was resolved at the time of this report and the patient¿s status was ¿alive-no injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ surgical intervention did not occur and was not planned. The patient¿s weight was asked but unknown and medical history included being in the ICU with a non-medtronic product related brain bleed. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the doctor was frustrated the hospital was not allowing him to get temporary privileges and nobody at advanced pain management in (B)(6) has privileges at this facility. The rep tried to coordinate an outside refill service and they could not fill at hospitals due to privileges. The issue at hand was non pump related due to a brain bleed and was told by the ICU nurse the pump was to be turned down due to other meds/diagnostic test they were doing. It was noted when the rep met the patient, they were completely unresponsive due to the brain situation. The physician was working on scheduling pentec for a refill. No further complications were reported/anticipated or expected.